Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient was interrogated and low impedance observed. Field representative stated no issues were observed after surgery. Patient's caregiver noted a slight increase in seizures and recent fall. Patient's settings were adjusted; however, no changes were felt. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
The patient's device was unable to be interrogated during a planned lead revision surgery with error code 128 seen. This reportedly had been occurring for months with the physician who did not notify anyone of the event. The device was replaced and low impedance was seen on the lead resulting in a full revision surgery where all events were resolved. Failure to interrogate generator is reported in MFR report # 1644487-2024-00163. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
The device has been received into product analysis. No other relevant information has been received to date.

Event description:
Product analysis was approved on the lead. The allegation of low impedance was not confirmed. However, as the entire lead was not returned for analysis the short circuit condition caused by device failure remains the believed root cause as the discontinuity was most likely on the portion of lead not returned for analysis. No other relevant information has been received to date.